Event description:
It was reported through the filing of a lawsuit that allegedly the patient suffered a right tibia and fibula fracture from a dirt bike accident and on (B)(6) 2020 the plan was to remove a pilon plate that had been placed in the patient's leg ten years prior and repair the fracture with intramedullary nailing. A reamer was supposed to be used to go into the tibia and allegedly "both of our reamers had foreign material from former surgery" and therefore a "flexible intra reamer was then used to enter into the correct starting position... This flexible reamer did not follow the guide pin as hoped and made a small 6-8 mm hole on the anterior cortex of the tibia." Allegedly he continues to suffer from knee pain, stiffness and tightness, possibility of compartment syndrome that may be causing his possible nerve injury.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note the corrections to h6 method, results and conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the provided information it is not clear if the reported guide wire was used in conjunction with the also reported bixcut reamer shaft. If this wire was used this would be a deviation from the operative technique, because the reported guide wire has no ball tip and way to short, with 285mm even shorter than the 510mm reamer, for a proper guidance of the reamer. In this relation following statements of the operative technique bixcut im reamer system can be pointed out: "warning flexible reamers should always be used over a ball tip guide wire. The ball tip at the end of the guide wire will prevent the reamer head to advance beyond the medullary canal. When using modular reamer heads, the use of ball tip guide wire is mandatory for the connection of the reamer head to the shaft. Warning: use the following guide wires with stryker nailing systems: t2/s2 tibia (fig. 6): ball tip guide wire, 3x800mm, sterile (1806-0080s). T2 humerus/phn (fig. 7): ball tip guide wire, 2.5x800mm, sterile (1806-0083s). T2/s2 femur, t2 recon, gamma3 (fig. 8): ball tip guide wire, 3x1000mm, sterile (1806-0085s)¿. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient suffered a right tibia and fibula fracture from a dirt bike accident and on (B)(6) 2020 the plan was to remove a pilon plate that had been placed in the patient's leg ten years prior and repair the fracture with intramedullary nailing. A reamer was supposed to be used to go into the tibia and allegedly "both of our reamers had foreign material from former surgery" and therefore a "flexible intra reamer was then used to enter into the correct starting position... This flexible reamer did not follow the guide pin as hoped and made a small 6-8 mm hole on the anterior cortex of the tibia." Allegedly he continues to suffer from knee pain, stiffness and tightness, possibility of compartment syndrome that may be causing his possible nerve injury.